Event description:
It was reported that medical attention was sought on (B)(6) 2017 at 4:00 am when it was discovered that the end user's prodigy meter would not power on even after changing the batteries. The end user was discovered unconscious and could not be awaken. The caller was going to attempt a blood glucose test but the meter would not power on. The paramedics were called and upon arrival they performed a blood glucose test with their meter and the result was 40 mg/dl. An IV was administered to assist in stabilizing her blood glucose level. The end user was transported to the ER and upon arrival her blood glucose reading was 50 mg/dl. Additional IV fluids were given along with conducting a blood and urine test. After 3 hours in the ER the end user was discharged with a blood glucose reading of 150 mg/dl. She was instructed to purchase another meter and check her blood glucose regularly. No additional details were provided in regards to this medical event.